Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hypoglycemia with a lowest blood glucose of 65 mg/dl after increased physical activity and asked whether weight or settings should be adjusted. Symptoms included no loss of consciousness, no dizziness, and no need for assistance. Outcomes included self-treatment with oral carbohydrates including juice, chocolate milk, and candy, with no medical intervention and no hospitalization. Investigation included troubleshooting and education regarding potential causes of hypoglycemia and guidance to consult the healthcare provider for possible adjustments to weight and targets. Investigation of this case revealed user-reported lows associated with increased activity without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.